Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. Once the results of investigation become available, a supplemental report will be submitted.

Event description:
It was reported to vyaire that the lap top ventilator 1000 oxygen blender was inaccurate and did not provide accurate delivered oxygen. The customer confirmed that there was no patient involvement associated with the reported event.